Manufacturer narrative:
The field h6 evaluation conclusion code has been corrected in this report. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported during ureteroscopy procedure, the fiber snapped in half while lasing the kidney stone. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported during ureteroscopy procedure, the fiber snapped in half while lasing the kidney stone. The procedure was completed with another device. There were no patient complications.